Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the recharge time has increased. A replacement charging system was issued to the patient. The manufacturer has attempted to obtain a status update regarding the next course of action for the patient; however, no further information is available at this time.